Manufacturer narrative:
Final analysis found the contact spring was bell mouthed and the inner dimension was not within product specification, which could have contributed to the reported anomaly.

Event description:
It was reported that during the implant procedure, the atrial lead could not be inserted into the pulse generators header. The device was not used and a new device was implanted. There were no adverse consequences to the patient.